Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and rewind due to a faulty connector on the interface board. No motor position encoder error could be verified due to the alarms during the rewind. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the display window.

Event description:
It was reported that the customer had normal blood glucose levels of 115 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported a motor error alarm from the insulin pump during prime. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).